Manufacturer narrative:
Initial reporter name and address: the customer's address is unknown. New york, USA has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the box of 5mm bd ultra fine¿ mini pen needles had 12.7mm pen needles mixed in. The following information was provided by the initial reporter: "contacted them because they received a box of bd pen needles for the 5mm size, but in the box was both the 5mm and 12.7mm sizes."

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Due to the batch being unknown, no DHR review can be completed. As no samples and/or photo(s) were received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the box of 5mm bd ultra fine¿ mini pen needles had 12.7mm pen needles mixed in. The following information was provided by the initial reporter: "contacted them because they received a box of bd pen needles for the 5mm size, but in the box was both the 5mm and 12.7mm sizes."